Manufacturer narrative:
Qn# (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.

Event description:
Alleged event: according to customers report the silicon catheter breaks off very easily. Both below the crotch and also right across. The pt's condition was reported as fine.